Manufacturer narrative:
The subject device is not available for return.

Event description:
It was reported that the guidewire tip detached inside the patient. There were no reported patient consequences due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the core wire and nitinol was separated. The core wire was separated at approximately 293.0cm from the proximal end. The core wire separated distal section was not returned. The guidewire was bent along its distal nitinol section, and it appeared the guidewire was torqued using excessive force. The guidewire was bent at 115.0cm from its proximal end. The guidewire ptfe coating was peeled/scraped along the proximal length between 118cm and 135cm. The coating appeared to be scraped off the guidewire with the torque device collet. . Functional testing could not be completed duas the distal tip of the guidewire was broken off. Based on returned device analysis and the additional information provided by the customer, the ptfe coating appeared to have been scraped off of the guidewire with the torque device collet. Per the device dfu (direction for use), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling and product damage, the cause of the ptfe peeling was determined to be failure to follow instructions. Based on the available information, an assignable cause of operational context was assigned to guidewire broken/fractured, as it is likely that the damage occurred during the clinical procedure based on the location of the bends.

Event description:
It was reported that the guidewire tip detached inside the patient. There was an attempt to retrieve the tip, but it was not successful. The distal tip remained inside the patient, but there were no reported clinical consequences due to this.